Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the clip delivery system was discarded and the mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that on (B)(6) 2016, one mitraclip was successfully implanted reducing mitral regurgitation (mr) from grade 4 to 2. Reportedly, there were no issues with visualizing the mitraclip at that time. On (B)(6) 2016 the patient had a follow-up echocardiogram due to a recurrence of heart failure symptoms. The mitraclip was found attached to the anterior leaflet only and mr returned to 4. Medications were adjusted and treatment options were discussed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of mitral regurgitation (mr) and heart failure as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer stated the recurrent mr is likely associated with the single leaflet device attachment (slda), but there is no evidence of a device issue. It is possible that the pre-existing leaflet prolapse contributed to the slda; however, this cannot be confirmed. All available information was investigated and a definitive cause for the reported slda could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.